Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported that patient was admitted for severe dehydration and had a MRI (specific details not provided). The pump was checked post MRI to verify motor stall recovery. The motor stall recovered after about 6 to 8 hours. It was later reported that patient had experienced withdrawal symptoms during the stall. Reporter did not believe the severe dehydration was related to the device or therapy and that it was possible that the dehydration was related to withdrawal, but he was not sure (patient had undergone withdrawal due to prior pump stalls and this has been reported in MFR report # 3004209178-2014-04323). Patient was doing well after the motor stall recovery; was in very good spirits and happy with relief. Patient¿s pump contained morphine 20mg/ml and was being delivered at 7mg/day.

Event description:
Additional information later reported the hospitalization due to severe hydration not solely related to the device or therapy, hospitalized for pump replacement/evaluation. The pump rotor stalled with no recovery for no apparent reason. The patient was in stable condition, effective therapy.